Event description:
Fast infusion-medication infused in 35 minutes instead of one hour. Pt is a one month old infant. No evidence of pt injury.

Event description:
Fast infusion, medication infused in 35 mins instead of one hr. Pt is a one month old infant. No evidence of pt injury.